Event description:
It was reported that leucovorin 682 mg in a 250 ml bag of d5w (approximate total volume 284 ml) ordered to run at a rate of 142 ml/hour over two (2) hours finished in approximately one (1) hour. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility